Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An email was received regarding a chemoclave vented bag spike, alleging an occlusion during patient use. It was stated in the report that an unspecified chemo drug couldn't drip during infusion. There was no bleedback reported. The product is not a biohazard and the device was not reprocessed/resterilized. There was no patient involvement. There was no delay in critical therapy.

Manufacturer narrative:
The reported complaint of no flow could be confirmed. The returned sample was received with a stick down. The sample was disassembled and found to have a damaged spike. The probable root cause was from a molding error. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.